Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/19/2013 with the following findings:the pump display screen was observed to be faded and discolored. The pump contrast setting was adjusted to the maximum setting with little improvement observed. Unrelated to the complaint, the battery compartment was observed to be cracked from the finger pad to the case seal. There was no evidence of moisture in the battery compartment. No power issues were noted during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The screen has been dim/fading for the past 6 to 8 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.